Manufacturer narrative:
(B)(4). Investigation summary: the analysis results showed that two ecr45w cartridges reloads were received. The reload (a) was received with no apparent damage and fully fired. The reload (b) was received fully fired and with several drivers damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No functional test could be performed due to the condition of the reloads. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you clarify, when "after the stapling and cutting the distal tip of the specimen side of the vessel bled quite a bit and required immediate control and clipping" was the staple line complete? If yes, what was the staple formation (unformed, malformed, not b-formed shape)? If not, were staples seen in the surgical field but not in the vessel itself?

Event description:
It was reported that the customer was using our powered echelon stapler with grey reload on pulmonary artery and after stapling and cutting the distal tip of the specimen side of the vessel bled quite a bit and required immediate control and clipping. This happened on 2 vessels. No patient consequence reported.